Event description:
It was reported that the patient was seen for atelectasis; when interrogating the device, it was determined that the right ventricular (rv) lead was not pacing due to lead dislodgement. The physician prescribed breathing exercises for the atelectasis. The patient is not dependent on pacing and underwent an rv lead revision in order to reposition the lead. No additional adverse patient effects were reported. Additional information was received which indicated this rv lead dislodged again, and it was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection found dried blood/body fluid around the helix. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observations.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that the patient was seen for atelectasis; when interrogating the device, it was determined that the right ventricular (rv) lead was not pacing due to lead dislodgement. The physician prescribed breathing exercises for the atelectasis. The patient is not dependent on pacing and underwent an rv lead revision in order to reposition the lead. No additional adverse patient effects were reported. Additional information was received which indicated this rv lead dislodged again, and it was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen for atelectasis; when interrogating the device, it was determined that the right ventricular (rv) lead was not pacing due to lead dislodgement. The patient is not dependent on pacing and underwent an rv lead revision in order to reposition the lead. The physician prescribed breathing exercises for the atelectasis. This rv lead remains in service. No additional adverse patient effects were reported.